Event description:
Event description guidant received information that the patient came to the ER last week due to syncope and suffered a head injury. The ECG displayed a loss of output for 6 seconds. The pacemaker had been programmed to a non-sensing mode for a surgical procedure so there should have been pacing. Technical services asked the caller to do pocket and shoulder manipulations to see if there are any lead issues or noise. This led to a loss of capture. The pacemaker was explanted and replaced but the issues continued.